Event description:
The manufacturer received information from a customer that a trilogy ev300 device failed a diagnostic test. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 device was evaluated by a philips service engineer. The customer's complaint was confirmed. The device failed the pressure verification: setpoint 80: pilot: difference functional test. The service technician replaced the device¿s 3-way solenoid and proportional valve to correct the issue. In addition, the tubing blower chassis was also replaced due to discoloration and the presence of dust particles. A performance verification test was performed to confirm resolution of the issue.